Manufacturer narrative:
Based on the investigation, the incident was caused by a broken electrical component. This failure is documented in the device product hazard risk analysis (phra) and the risk has been mitigated to an acceptable level. The risk mitigation includes the safety features of the device, for example, multiple emergency stop buttons and a "dead-man" drive handle that stops device when released. As indicated in the complaint record, the device stopped when the handle was released and functioned as designed. The device was repaired and returned to service. No further action is required by carestream health and the incident is considered closed.

Event description:
The site alleges that the customer grasped the handle of the drx revolution and tried to move forward but the right wheel of the revolution moved backward. This incident occurred in the elevator and the customer was caught between the wall and the revolution. There was no injury associated with this incident.

Manufacturer narrative:
Carestream is currently investigating this incident and will submit a follow up report when more information is available.

Event description:
The site alleges that the customer grasped the handle of the drx revolution and tried to move forward but the right wheel of the revolution moved backward. This incident occurred in the elevator and the customer was caught between the wall and the revolution. There was no injury associated with this incident.